Manufacturer narrative:
The customer's meter and test strips were returned. The returned customer strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.2 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. Customer stated they have apa syndrome. Per product labeling this may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from their coaguchek vantus meter serial number (B)(4) compared to their doctor's coaguchek xs meter. The serial number for the doctor's xs meter was not provided. At 9:42 am the result from the vantus mete was 3.5 inr. At 12:30 pm the result from the doctor's xs meter was 2.1 inr. The customer's therapeutic range is 3.0 - 3.5 inr. As the doctors' xs meter result was deemed to be correct, the customer started to take lovenox injections. The customer reported bruising following the lovenox injections but did not require any medical treatment. The customer stated that they feel fine. There was no information provided to reasonably suggest that there was any adverse event. The customer had bronchitis a few weeks prior with a fever and was taking antibiotics but had been off the antibiotics since (B)(6) 2019. The customer takes cannabidiol (cbd) oil for an arthritic hip.